Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of faulty IV pole adapter. The unit was triaged and the reported issue was confirmed. Since the retainer is heat welded to the plastic of the housing, the only potential root causes are excessive damage due to customer misuse along with general wear/tear and/or the component was not welded during manufacturing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/18/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pole mounting screw separated from the pump.